Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was tested for proper upstream occlusion detection and was unable to alarm within range, resulting in an undetected upstream occlusion. The device was found out of specification in relation to the customer reported upstream occlusion error which was reproduced as an undetected upstream occlusion error. The reported condition was verified. The cause was determined to be upstream occlusion was out of range. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an upstream occlusion error. The event date, process step and the location where the problem was found was unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.